Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. The customer reported a blood glucose level of 140 mg/dl. The customer would contact their healthcare provider to obtain backup insulin therapy.